Event description:
Caller indicated the relion micro meter was giving variable readings. Caller stated he had back to back readings of (B)(4). States all tests were done about 30 seconds apart. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return the product.